Event description:
It was reported that following the patient's placement of a miniarc sling on (B)(6) 2009, the patient experienced recurrent incontinence. "It looked like the miniarc slipped over the bladder neck". "The doctor partially removed the miniarc (as much as he could which was a little piece in the center)", and replaced it with another incontinence sling device. No patient complications were reported in relation with this event.